Event description:
It was reported that the pump's usb port was cracked resulting in difficulties charging the pump. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. A manual correction injection was administered to address bg. Customer reverted to an alternate method of insulin delivery.